Event description:
Journal article reviewed, patient diagnosed with apert syndrome and presented with bilateral coronal synostosis. Patient underwent total anterior cranial reconstruction with right and left lateral orbital osteotomies using absorbable plating system. Patient developed hydrocephalus and underwent elective ventriculoperitoneal shunt placement. Three days after the ventriculoperitoneal shunt placement, patient suffered a complete collapse of the right frontal cranial segment.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.